Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had external fixation for femoral fracture in (B)(6) 2012. It was discovered the patient had a nonunion. The external fixation was removed a few days before the revision surgery, date unknown. The revision took place on (B)(6) 2012. During the revision surgeon was reaming and was having difficulty with the reamer head and shaft. Surgeon tries several times to pass the reamer in the femoral canal without success. Surgeon then decided to ream the spinal canal to take graft. Experiences difficulty with passing the reamer head but tries until he succeeded. It was observed through x-rays the reamer head is broken in the distal part and is in the milling guide. This is 2 of 3 reports for this complaint event.

Manufacturer narrative:
Device used for treatment. Implanted (B)(6) 2012. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records revealed the drive shaft minimum 360mm length, for use with ria, was manufactured by criterion tool and die. The parts were inspected to the synthes incoming final inspection sheet and passed. The certificate of compliance of c was dated 12/29/2006. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The fracture face is homogenous which indicates material conformity. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. The visible stress marks indicate though, that exceeding application of force caused the breakage. No product fault could be detected.

Manufacturer narrative:
(B)(4): manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The fracture face is homogenous which indicates material conformity. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. The visible stress marks indicate though, that exceeding application of force caused the breakage. (B)(4): placeholder.